Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the delivery catheter (dc) shaft bend. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The reported difficulty positioning the device was a result of procedural conditions and appears to be a secondary effect of the bend observed in the shaft. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed for the irregular movement noted with the device during use. It was reported that there was an unusual bend, approximately 45 degrees on the clip delivery system (cds) when the delivery catheter (dc) handle was advanced. The cds was moving medial and anterior in a very noticeable manner. This cds was removed and replaced with another cds. Mitral regurgitation was reduced from grade 4 to 1 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.